Event description:
Patient has peri prosthetic fracture 3 days after initial surgery.

Manufacturer narrative:
The patient is (B)(6). An event regarding a periprosthetic fracture involving a secur-fit max 127 hip stem #7 was reported. The event was confirmed. A review of the provided operative reports, implant sheets, and x-rays by a clinical consultant indicated: ¿the early subsidence due to a periprosthetic femoral fracture was likely due to an unrecognized intra-operative femoral fracture during either femoral preparation or prosthetic impaction. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.¿ a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The investigation concluded that the early subsidence due to a periprosthetic fracture was likely due to an unrecognized intra-operative femoral fracture during either femoral preparation or prosthetic impaction. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.

Event description:
Patient has peri prosthetic fracture 3 days after initial surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.